Event description:
It was reported that the patient underwent a transforaminal fusion at l4-5 using rhbmp-2/acs. Reportedly, sometime post-op, the patient developed significant low back pain and severe left lower extremity pain. Multiple CT scans, beginning one year five months post-op, demonstrated exuberant heterotopic bone formation surrounding the left l4 nerve root. As a result, the patient has required extensive medical treatment. The patient has continued to have daily severe disabling pain that prevents him from performing many activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.